Event description:
On (B)(6) 2019, the patient suffered from a minimal effort dyspnea and was admitted to the hospital in emergency. Several tests were performed on the atrial lead: - an atrial pacing threshold test (aoo mode) showed loss of capture at 4.5v. - an atrial sensing test: no p wave was detected, but the ECG showed that the lead was sensing the ventricular activity. - the measured impedance (372 ohms) was within normal range. An atrial lead dislodgment was suspected based on the x-ray images which revealed that the position of the lead had changed since implantation. A re-intervention should be performed.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Review of patient files revealed low amplitude signals on the atrial channel which are consistent with the suspected atrial lead dislodgment. A reintervention was performed on (B)(6) 2019 and both the subject device and the associated atrial lead were explanted.

Event description:
On (B)(6) 2019, the patient suffered from a minimal effort dyspnea and was admitted to the hospital in emergency. Several tests were performed on the atrial lead: - an atrial pacing threshold test (aoo mode) showed loss of capture at 4.5v. - an atrial sensing test: no p wave was detected, but the ECG showed that the lead was sensing the ventricular activity. - the measured impedance (372 ohms) was within normal range. An atrial lead dislodgment was suspected based on the x-ray images which revealed that the position of the lead had changed since implantation. A re-intervention should be performed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the patient suffered from a minimal effort dyspnea and was admitted to the hospital in emergency. Several tests were performed on the atrial lead: an atrial pacing threshold test (aoo mode) showed loss of capture at 4.5v. An atrial sensing test: no p wave was detected, but the ECG showed that the lead was sensing the ventricular activity. The measured impedance (372 ohms) was within normal range. An atrial lead dislodgment was suspected based on the x-ray images which revealed that the position of the lead had changed since implantation. A re-intervention should be performed.